Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was returned to heartware for evaluation, whereas the main part of the outflow graft was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device (hvad pump) in relation to the reported event. Review of controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. It was concluded that the device worked as intended. Since the main part of the outflow graft was not returned, analysis of the outflow graft was not possible. In addition, the site did not provide imaging results showing the reported kinked/bent in the outflow graft, thus not confirming the reported event. There is no evidence to suggest that a device or component malfunction caused or contributed to the reported event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that when this patient presented to the hospital diagnostic imaging revealed a kink in the outflow graft (ofg). The patient was previously implanted via thoracotomy approach with outflow graft to descending aorta anastomosis. He was subsequently taken to the operating room for pump exchange utilizing sternotomy approach with ofg to ascending aorta anastomosis, aortic valve replacement and tricuspid valve ring. The patient was last reported to be hospitalized post-procedure. Investigation is ongoing.